Event description:
Meter name: surestep enhanced. Strip name: lifescan surestep strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: customer's head was numb. A patient reported that the pt was admitted to the hospital overnight. The pt's meter allegedly was not working (undefined issue). The result on the pt's meter was unable to test. The result on the hospital meter was 349 mg/dl. The time difference between patient's meter and hospital meter was no comparison. Treatment at the hospital was oral medication and insulin. No further info has been reported.